Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. During the procedure it was mentioned that the rf wire got stuck when the physician went up with the right atrium from the access. When removed, the wire distal end had the coating damaged and as it did not delivered rf. No other accessory device that was used with the versacross wire, aside from the versacross dilator. Thus the wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed. It was further confirmed that no damage was noted to the dilator or other device. When attempt was made to introduce the versacross into the dilator, the physician cracked/broke the body of the versacross due to the rapid movement. Due to the crack, the radiofrequency did not reach sufficiently to perform the transseptal puncture. The issue occurred due to user handling.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. During the procedure it was mentioned that the rf wire got stuck when the physician went up with the right atrium from the access. When removed, the wire distal end had the coating damaged and as it did not delivered rf. No other accessory device that was used with the versacross wire, aside from the versacross dilator. Thus the wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed. It was further confirmed that no damage was noted to the dilator or other device. When attempt was made to introduce the versacross into the dilator, the physician cracked/broke the body of the versacross due to the rapid movement. Due to the crack, the radiofrequency did not reach sufficiently to perform the transseptal puncture. The issue occurred due to user handling.

Manufacturer narrative:
The device has not been returned to boston scientific for analysis. Device history record (DHR) review: the lot number associated with the rfw for vxak lot 37321318 is: 37301574. The job file associated with the rfw was reviewed. There were no nonconformances or rejects indicating systemic issues that would have impacted the complaint. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. The device has not been returned to bsc for analysis. The root cause cannot be determined with certainty based on the information available, and the conclusion code "cause linked to device but unable to trace more specifically" was therefore selected.